Event description:
It was reported that the customer had high blood glucose levels of 160 mg/dl. The customer reported an off no power alert from the insulin pump. The customer further reported that there was a low battery alert prior to the off no power alert on the insulin pump. The customer was instructed to check the contacts on the battery cap for damage. It was reported that the contacts were not missing or damaged. The customer was advised to inspect the battery compartment and spring for corrosion or damage. It was reported that neither the battery compartment nor spring were damaged or corroded. The complaint was advised to monitor the insulin pump. The complaint does not expressly state that the insulin pump turned back on after a new battery was installed. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.